Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. Based on complaint information the actual device involved was a palindrome catheter, however the sample received was a mahurkar catheter without the arterial (red) adapter. Visual evaluation was performed and it was observed that the catheter showed signs of use. The catheter was review and as a result no issues were found. In addition, the venous (blue) adapter did not have marks that indicated the use of an instrument. The reported condition has not been confirmed. An ishikawa diagram was used to determine the potential causes for this event. The instructions for use (IFU) states that the customer has to perform an inspection before using the device. The IFU also states to not use the catheter if it is damaged or appears defective and cautions that over tightening the catheter connections can crack some adapters. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time. For this reason the adapter was more likely damaged during use and the most possible root cause can be considered as most likely catheter over tightening. No evidence was found to link this event to a manufacturing related cause. A trigger was found for the product family and for the product code. It was identified that both the observed rate of occurrence and the observed severity of harm are lower than or equal to that which is expected. It was decided to link this investigation to the corrective and preventative action (CAPA) that was created due to a trend of complaints related to leaks on the palindrome adapters (cracked adapters). The decision tool directs to review the health hazard evaluation (hhe) criteria applicability. The hhe was opened before to address these events. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the luer adapters were cracked and leaking.

Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 2017/june/02 that a customer had an issue with a dialysis catheter. The customer states that the luer adapters were cracked and leaking.

Manufacturer narrative:
An investigation was performed. This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow a confirming a root cause for the event. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the luer adapters were cracked and leaking.